Event description:
It was reported that the insertable cardiac monitor (icm) displayed an error message that monitoring was disabled due to possible device malfunction. Device replacement was recommended. The device was explanted and replaced with another icm. No adverse patient effects were reported.